Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code 808:07 was confirmed by baxter personnel in the pump's event history. The assignable cause of the reported problem was a defective pump head module. The pump head module was replaced to correct this condition. Additional information: baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter (B)(4) personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility reported a colleague infusion pump with failure code 808:07. During a review of the pump's event history by baxter (B)(4) personnel, it was found that failure code 808:07 interrupted delivery. There was no report of patient injury, medical intervention, or adverse reaction in association with this event. No additional information is available. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92.